Manufacturer narrative:
The device was not returned as it was implanted. Aneurysm rupture and death are known inherent risks of the endovascular procedure and are documented in our device¿s instructions for use (IFU). All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. There was no allegation that the devices did not function as desired or that a malfunction occurred during the first procedure or the second. Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the pipeline device occurred during the treatment procedure or after. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a patient condition and post procedure related event, and its exact cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of ¿treatment of blood blister aneurysms of the internal carotid artery with flow diversion¿ (maxim mokin, angel chinea, christopher t primiani, zeguang ren, peter kan, visish m srinivasan, ricardo hanel, pedro a guilar-salinas, aquilla s turk, raymond d turner, m imran chaudry, andrew j ringer). Mean age was 52.8±13.9 years and 67% (29/43) were women. There was one aneurysm re-rupture 4 days after treatment. Two additional ped were placed. However, the patient passed away on day 7.